Manufacturer narrative:
This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have leaked fluid on (B)(6) 2012. The equipment has been requested to be returned to the manufacturer, and no reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).